Manufacturer narrative:
Device investigation narrative - one 72201781 biosure ha 9x25mm screw returned. Dimensional inspection verifies that this is a 9x25mm product. It is two years old. The product was used for acl procedure. The complaint listed: ¿while tibial fixation, when twisting the front-end of screw broke¿. Intake information indicates that all pieces were removed from the patient. The head of the implant is in poor condition. The head is damaged and multiple threads are damaged. They are rolled and compressed. Some surgical prep details were provided. A starter was used. Bone density was listed as average, although symptoms indicate that the bone was too hard for successful placement and that force placed upon the implant was a result. IFU says: ¿in cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used¿. Both tap and tunnel were listed as 9mm. The a backup was available to complete the procedure. IFU says: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device¿. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. The condition of the implant indicates a torque issue. No root cause related to the manufacturing of this device can be confirmed. (B)(4).

Event description:
It was reported that the screw broke during insertion. A backup device was available to complete the procedure following a 10 minute delay. No patient impact was reported.